Manufacturer narrative:
The device will be evaluated when it is received and a follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that during delivery, the vent valve opens and the console displays the alarm message "excess air in heat exchanger". There were no reported patient complications resulting from the alleged issue.